Manufacturer narrative:
Results:the customer returned one (1) single 0.3 ml syringe without any packaging. The syringe was visually inspected and no issues were found. Unable to request a DHR or qn review since the lot number of the device is unknown. The plunger rod was removed from the barrel and there was no indication of any color or smell of a foreign liquid or agent from the barrel or the plunger rod. The plunger rod and stopper were visually inspected and only the medical grade silicone coating was seen as expected. The cannula end, plunger rod and stopper were also visually inspected under the microscope and there was no observations of any foreign liquid or matter. Medical silicone which is an integral part of the syringe was observed to be evenly distributed over the stopper and plunger rod. A sample from the coating of the surface of the inner diameter of the barrel was obtained for further investigation by ftir analysis and it was confirmed that this was medical grade silicone. Conclusion: bd was unable to detect any foreign liquid or agent in the fluid path of the syringe, therefore an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that liquid was observed in the bd micro-fine ¿ insulin syringe u-100 8 mm demi syringe before use. No medical interventions needed.